Manufacturer narrative:
Please refer to MFR's report #: 6000030200703544.

Event description:
The hcp reported the pt has had several pumps replaced for normal end of life battery depletion, the last one approximately three months prior to the report. The pt was receiving morphine 25mg/ml with a daily dose of 6mg, but was not receiving adequate pain control; reservoir volume check showed an expected volume of 3cc with actual volume of 16.8cc. Due to the discrepancy the hcp performed a rotor study on 9/25/2007 which showed the rotor was not turning. It was known that he had an intrathecal fibroma identified at the l1 level approximately one year prior. A repeat MRI revealed multiple fibromata in the intrathecal space. The pt opted to undergo exploration of his catheter, possible revision or replacement. Under local anesthesia and monitored anesthesia care, the catheter and anchor were identified fluoroscopically. The tip of the catheter was at the t11-12 level. It was withdrawn slightly and the catheter was cut. An attempt was made to withdraw csf through the catheter; this was not possible. The catheter was repositioned several times. The catheter was removed from the intrathecal space and purse string suturing was placed around the catheter tract. The spine was examined fluoroscopically. There was extensive damage from previous trauma and previous decompressive laminectomies. The only site that appeared reasonable was the l3-4 level; however, it was not possible to aspirate csf after numerous attempts. The distal end of the prolene catheter was marked with a blue prolene suture and was then placed in the subcutaneous tissues. The incision was irrigated using bacitracin antibiotic solution and assured hemostatic using electrocautery and skin closure with suture. A sterile dressing was applied. The pt was transferred to the recovery room in good condition. He was to be observed overnight and in the morning there would be a consult with radiology. The radiologist that interpreted the MRI would be asked to perform a myelogram if at all possible and a postmyelogram CT scan. Based on the myelogram neurosurgical consultation would be obtained to determine if they could reposition the catheter. The pump was not replaced. Please refer to MFR's report #: 6000030200703544.